Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained groin access and ordered 14,000 units of heparin to be given. Intracardiac echocardiography (ice) was used to clear the appendage from the right side of the heart. Transseptal access was successfully obtained using the was with the versacross system. The rf wire and the ice catheter were advanced across the septum to the left side. At this time, a thrombus was noted in the very distal laa. The physician ended the procedure and administered protamine. No closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.